Manufacturer narrative:
The company representative tested the unit and observed the failure. Also observed dim display. He replaced the color video receiver pcb (part number: d670-00-0736) and non inventoried power inverter circuit. The iabp was tested to factory specification. It functioned normally and was returned to the customer. Internal file: (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp display has motion artifact. The patient was switched to another iabp and therapy was continued. No patient injury was reported.